Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pocket b1 from drawer 1.2 (main) of the device was failed. A technical support specialist performed a storage space recovery and logged in to the station from the home screen, selected recover storage space. A technical support specialist selected the failed storage space and then clicked start. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half height cubie pocket b1 from drawer was failed. The customer reported that the user was able to remove the medication from pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct awareness date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half height cubie pocket b1 from drawer was failed. The customer reported that the user was able to remove the medication from pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.